Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level was over 600 mg/dl. The customer treated multiple times but his blood glucose level would not go down. He tried to treat with a bolus but the insulin pump alarmed insulin flow blocked. The infusion set had a bent cannula. The device was not returned.